Event description:
A software error was detected in the customer's insulin pump, indicated by a malfunction code, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact technical support if the issue reappears.